Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. Upon sensor insertion, the patient experienced pain and the pain occurred most of the night. It was discovered by the certified diabetes educator (cde) that the sensor wire fractured and broke off into the skin. It was indicated that the cde at the children's hospital was the one who removed the broken sensor wire from the skin and applied a piece of paper-towel to the affected area. At the time of contact, the patient as doing fine. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.